Event description:
It was reported that the ventilator had no flow while connected to a patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. The patient was manually ventilated by the patient's foster mom in the ER waiting room. The rt transferred the patient to the floor and placed the patient on another ventilator. The patient is not ventilator dependent. No patient harm reported.